Manufacturer narrative:
After battery installation unit powered up and display froze after count up followed by an unexpected constant tone alarm, problem isolated to mother board. Unable to perform any test or verify unresponsive button due to frozen screen. Unit had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced a long beeping constant tone of insulin pump. Customer changed batteries and constant tone was not resolved. Customer was not able to clear alarm due to buttons not responding. Customer's blood glucose was 203 mg/dl. Self-test could not be performed due to keypad anomaly. Customer was advised that insulin pump would need to be replaced.